Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Evaluated 1 opened/used reservoir. Inspected the reservoir, snap-cap and septum for anomalies. None were found. Ran the occlusion test as follows: the reservoir was filled with diluent, and connected to a new infusion set. Installed reservoir and connector into the insulin pump and performed the manual prime. Visual fluid flowing through the infusion set and out the catheter tip noted. The reservoir was not occluded.

Event description:
Customer reported that the blood glucose had been running high and that she received a no delivery alarm during the prime. She reported that the issue was resolved with a reservoir change. The blood glucose reading was 289 mg/dl. Customer treated with a bolus. Customer was assisted in performing a 5 unit fixed prime and stated that insulin did exit. She was advised to disconnect and reconnect the reservoir and infusion set at the tubing connector and push insulin slowly through the tubing with the plunger. She stated that insulin did exit, but with greater than normal resistance. Nothing further was reported.